Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy on the stomach, a reinforcement material was used in conjunction with the stapling device, the stapler did not fire and the reload kept straightening by itself. A new stapler and reload were used to complete the case. There was no patient injury.